Event description:
It was reported that, "upon doing an inservice, holding bolt was not securing nail firmly to targeting arm. In addition, distal targeting was not lining up with distal hole of short gamma3 nail."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available it will be reported on a supplemental report. Same event as MDR 9610622-2008-00060.